Event description:
It was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9477852) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and could not be advanced further. The physician attempted to continue advancement, but the stent remained unable to progress. Upon removal of the microcatheter and the delivery system from the patient, the stent was observed to be prematurely detached from the delivery wire within the microcatheter. The physician removed the affected microcatheter and stent from the patient. A new stent was then introduced and successfully deployed using the original microcatheter, which had been re-inserted. The procedure was completed successfully. The event prolonged the surgery by approximately 10 minutes. There was no report of patient injury. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able torque the device. There was no evidence of physical material within the device. The lot number for the prowler select plus microcatheter is 31667098. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9477852) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and could not be advanced further. The physician attempted to continue advancement, but the stent remained unable to progress. Upon removal of the microcatheter and the delivery system from the patient, the stent was observed to be prematurely detached from the delivery wire within the microcatheter. The physician removed the affected microcatheter and stent from the patient. A new stent was then introduced and successfully deployed using the original microcatheter, which had been re-inserted. The procedure was completed successfully. The event prolonged the surgery by approximately 10 minutes. There was no report of patient injury. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able torque the device. There was no evidence of physical material within the device. The lot number for the prowler select plus microcatheter is 31667098. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10-minute procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x28mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery wire. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The issue regarding the stent being impeded in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned components did not present damages that suggest that it was forcibly advanced. The issue reported regarding the premature detachment of the stent is confirmed. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.